Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the customer informed the technical support engineer (tse) in the middle of the procedure that they were having error on the vio integrated electrosurgical unit (iesu) or erbe. They viewed system logs and found c-34, m-11, and m-18 errors. The customer rebooted the erbe before calling in but that did not clear the error. The tse then assisted the customer through another reboot, had then unplugged the power cable and plugged it into a different outlet but erbe powered up with the same errors. The tse advised swapping out the vision side cart (vsc) with another system that was not being used. They swapped out the vsc and proceeded with the case. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and the reported failure was confirmed and reproduced on erbe connected to system. The system logs indicated erbe error 25913 c-34 which indicates high frequency (hf) voltage was too low in on state. Visual inspection found that the unit had no significant scratches or dents. The front bezel was in decent condition. Erbe unit that was placed on golden system and run in normal mode. C-34 error occurred during start-up and monopolar coagulation error on activation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.